Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damaged and stent dislodgement occurred. The target lesion was located in the first obtuse marginal (om). A 2.25 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion in the left main. However, upon pulling the stent back, it was noted that the stent was damaged and was pulled off of the delivery system near the patient's groin in the tuohy. Another non-bsc stent was advanced and was able to 'picked up' the dislodged synergy stent. The non-bsc stent was pulled back along with the dislodged synergy stent and the guide wire. The procedure was started over and completed using a non-bsc stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent was the only part of the device to be returned. A visual examination of the device showed the stent detached from the sds. Stent struts were severely damaged; pulled and stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged and stent dislodgement occurred. The target lesion was located in the first obtuse marginal (om). A 2.25 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion in the left main. However, upon pulling the stent back, it was noted that the stent was damaged and was pulled off of the delivery system near the patient's groin in the tuohy. Another non-bsc stent was advanced and was able to 'picked up' the dislodged synergy stent. The non-bsc stent was pulled back along with the dislodged synergy stent and the guide wire. The procedure was started over and completed using a non-bsc stent. No further patient complications were reported and the patient's status was fine.